Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 jaws may have been slightly opened during insertion into the cannula. The harvester noticed that the heater wire was bent back prior to branch ligation. The procedure was completed with another of the same device. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 jaws may have been slightly opened during insertion into the cannula. The harvester noticed that the heater wire was bent back prior to branch ligation. The procedure was completed with another of the same device. The hospital did not report any patient effects.